Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v550608, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A patient reported that she was scheduled to have the implantable neurostimulator (ins) replaced this wednesday (B)(6) 2015. It was reported that the two leads on the left side never worked. The patient stated that the health care provider hcp) never knew that they were not working. The patient was told by hcp that the one deepest lead was working but it would break eventually. She had problems with her balance and would like to know if the balance issues could be from the leads that were not working. The issues had been getting gradually worse. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were parkinson tremor and movement disorders please see manufacturer report # 6000153-2016-00086 for information on the patient's concomitant system.